Event description:
It was reported that the patient presented for an upgrade procedure. During implantable cardioverter defibrillator (ICD) threshold testing, no ventricular pacing was noted. The patient was reported to have atrioventricular (av) block and experienced a pause of several seconds. Programming changes were performed to resolve the issue. The physician then explanted and replaced the ICD. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.